Manufacturer narrative:
H3: hardware analysis was completed on the returned stylet. As reported, the returned stylet was not recognized and would not track when connected to a known good system. A check of the em interface showed a fault for the instrument ID, bot normal function for both coils. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the site was unable to track the em stylet. The system was able to track the nipt without issue and the system recognized that the em stylet was plugged in but would not show within the tracking window. There was no metal in the field. There was troubleshooting present. The manufacturer representative had the site move the emitter to try and pick up the stylet with no change. Technical services (ts) had the site check the em interface and the port with the stylet was yellow. The ports on the em interface were switched and the issue did not resolve. Another stylet was opened and the site was then able to track. There was no known impact to patient's outcome and a surgical delay of 20 minutes.